Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on bluescreen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in bluescreen. A technical support specialist (tss) remotely connected to the affected station to perform troubleshooting activities. The tss logged in using an administrative account, repaired the remote smart service agent through the control panel, and enabled automatic login in the station configuration. Required services were checked and confirmed to be running, after which the station was rebooted to apply the changes. Following the reboot, the medication application was verified to launch successfully. The tss communicated with the customer to confirm successful login, obtained approval to close the case, and the customer acknowledged that the issue was resolved and the case could be closed. The system functioned as intended after technical support specialist troubleshot the device.